Manufacturer narrative:
As part of a quality system improvement plan, stryker corporation conducted a 2 year retrospective MDR review to ensure appropriate MDR reporting decisions. Events reported to stryker from 7/1/2006 to 7/1/2008 were the scope of this retrospective review. These events are being submitted under exemption (B) (4). There are 4 event(s) associated with this event type (malfunction) and product code bry.

Event description:
Co2 bracket broke. Account has 3 broken co2 tank holder that need to be replaced.